Event description:
The pt was implanted with the scs system including scs ipg on (B)(6) 2010. It was reported that the pt had a fall. The leads for the scs system covering pt's peripheral area (legs) was reported to have invalid contacts. Reprogramming of the parameter values resolved the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.